Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was reported as cardiac arrest. It was not reported if the patient was hospitalized for this event prior to death. On an unreported date pd therapy was stopped and hemodialysis was started. The patient was on hemodialysis at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g stat, dose and frequency not reported), amikacin injection (100mg, once daily), fortum injection ip (1g once daily), and reflin injection (1g, once daily and route not reported) for peritonitis. The outcome was not reported. No additional information is available.